Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced pump stoppages. The log filed contained 2 low flow hazard events that were associated with a complete loss of power. An x-ray also showed the bend relief was disconnected.

Manufacturer narrative:
The patient remains on going with the implanted device. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device corrective notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The investigation confirmed the report of disengaged outflow graft bend relief via the submitted x-ray and the reported pump stoppages via the submitted system controller log file. A review of the submitted x-ray showed the outflow graft bend relief detached from the graft nut; however, a specific cause for the disengagement and a specific time in which it occurred could not be determined. Disengagement of the sealed outflow graft bend relief has been addressed and a corrective and preventive action system has been implemented to address the issue. The patient was implanted after the medical device correction notification issued on february 23, 2012, was released. The medical device correction outlines the description of the problem, symptoms and recommended immediate and preventive actions. Additionally, two clock reset events indicating a loss of power to the system controller upon review of the of the submitted log file; however, a specific cause for the power loss could not be determined. Each time power was restored, a pump stop was captured with low speed advisory/hazard and low flow alarms active as a result of the pump ramping back up to the set speed. No adverse events were captured prior or post the clock reset events. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.